Event description:
The customer stated they had three erratic patient results on the architect c8000 analyzer. This report is to document patient #3 of 3. A patient generated the following results: sodium 140 mmol/l, repeat results 200 and 148 mmol/l, potassium 4.8 mmol/l, repeat results 9.4 and 5.5 mmol/l, chloride 106 meq/l, repeat results 114 and 119 meq/l and carbon dioxide 19 meq/l, repeat result 26 meq/l. Corrected reports were issued, and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: device evaluated and repaired by field service. In response to this issue an investigation was conducted consisting of a review of the complaint issue, other customer complaints, and information provided in the architect system operations manual. The architect (B)(4) generated erratic patient results affecting lithium, co2, and electrolytes. Troubleshooting by the customer failed to resolve the issue. The customer stated that the cuvette wash seemed to be overflowing; customer support advised the customer to replace the poppet valves on the cuvette wash pump and the high concentration waste pump. The customer replaced the poppet valve set but was unable to remove the bellows which appeared to be leaking. Field service replaced the bellows on the probe wash pump and verified system performance. The most probable cause for the customer issue was the cuvette washer not functioning properly. The corrective action to replace the poppet valves resolved the issue the architect system operations manual provides troubleshooting assistance in section 10: troubleshooting and diagnostics; subsection: observed problems; "erratic results, poor precision - photometric results (c system)" including probable causes and corrective actions. "Cuvette washer is not functioning properly" is listed as a probable cause with replacement of the poppett valves as corrective action. Replacement procedures for the poppet valves are contained in section 9. The operator is directed to contact area customer support if the listed corrective actions fail to correct the problem. A review of the complaint trending systems for the time period of (B)(6), 2007 through (B)(6), 2008 was conducted. No adverse trends in association with the complaint issue were identified. Based on the investigation and the available information, no deficiency was identified for the architect c8000 analyzer, (B)(4). This is the final report.